Event description:
Physician reported that the tips of 2 dvx catheters broke off inside patients during 2 separate procedures. One was an av shunt thrombectomy procedure. The second was a neuro sinus procedure. He does not have the lot numbers and will not be returning the products. He was not able to retrieve either of the tips. No effects were noticed on the patients. He believes that both tips broke when the tip of the guide wire exited through a side hole.